Event description:
It was reported that the customer had a motor error alarm during basal on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer stated that they inserted a new reservoir and the problem return again during basal. The customer received a replacement insulin pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received missing the end cap sticker and had minor scratches on the display window.